Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized for high blood glucose on (B)(6), 2022. Blood glucose reading was unknown at time of incident. Customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at time of high blood glucose event. Customer reported that insulin pump did not deliver insulin correctly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted energizer alkaline battery installed. No damage noted on the original battery cap. There were 182 boluses listed on the event date (B)(6) 2022 in the pump history file. Please see the first 10 boluses below. (B)(6) 2022 00:02:29.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.175 bolusamountdelivered = 0.175 (B)(6) 2022 00:07:11.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.175 bolusamountdelivered = 0.175 (B)(6) 2022 00:12:10.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15 (B)(6) 2022 00:17:10.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.175 bolusamountdelivered = 0.175 (B)(6) 2022 00:22:21.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15 (B)(6) 2022 00:32:16.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:37:18.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 (B)(6) 2022 00:42:15.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 (B)(6) 2022 00:47:13.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2022 00:52:15.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.15 bolusamountdelivered = 0.15 please see below for the daily total of all insulin delivered on the event date 01/14/2022 in the pump history file. (B)(6) 2022 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2022 00:00:00.000 dailytotalofallinsulindelivered = 68.875 dailytotalofbasalinsulindelivered = 35.375 dailytotalofbolusinsulindelivered = 33.5 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2022 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2022 in the pump history file. (B)(6) 2022 04:17:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 202209:16:43.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 09:51:36.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 10:21:45.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 17:13:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2022 19:16:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2022 19:32:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) the pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert (801) not confirmed. Lost sensor 1 alert (780) not confirmed. There were 243 boluses listed on the event date (B)(6) 2022 in the pump history file. Please see the first 10 boluses below. (B)(6) 2022 00:01:45.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2022 00:06:44.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2022 00:11:43.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 (B)(6) 2022 00:26:54.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 00:31:51.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 01:16:44.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 (B)(6) 2022 01:21:42.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2022 01:26:55.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 (B)(6) 2022 01:31:54.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 (B)(6) 2022 02:01:48.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 please see below for the daily total of all insulin delivered on the event date (B)(6) 2022 in the pump history file. (B)(6) 2022 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2022 00:00:00.000 dailytotalofallinsulindelivered = 49.725 dailytotalofbasalinsulindelivered = 29.125 dailytotalofbolusinsulindelivered = 20.6 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date (B)(6) 2022 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2022 in the pump history file. (B)(6) 2022 22:37:11.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 23:07:20.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 23:42:11.000 alarmalertnotification faultnumber = sensor error alert (801) (B)(6) 2022 17:03:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2022 17:19:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) the pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert (801) not confirmed. Lost sensor 1 alert (780) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.